Event description:
It was reported that an intravia empty container broke during infusion of clindamycin. The reporter stated that they had been running the bag as a piggy back. The nurse stated that the port of the bag broke as it was being disconnected from the IV tubing to attach a flush bag. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, a device evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.